Event description:
Boston scientific received information that this device was explanted for normal battery depletion. Initial laboratory analysis identified a potential issue with device longevity.

Event description:
--

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. No other adverse events have been reported. This product issue will be udpated if additional information is received.